Manufacturer narrative:
The reported malfunction of "defib/pacer self test failed" during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling and defib/pacer functional stress testing without duplicating the report. The reported malfunction of "device shuts down" was not replicated or confirmed. The battery used at the time of the event was not returned for evaluation. The device log was cleared prior to being returned and could add no value to the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions and then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.